Event description:
The customer called requesting retrospective data from our logs pertaining to a pt's death.

Manufacturer narrative:
The customer called requesting retrospective data from our logs. The field service engineer, christopher warner, went on site to assist the customer and obtain logs. A review of the logs in 2009 beginning at 00:44:05 until 01:55:53 indicated that there were 4 tachy alarms, 2 brady alarms, 12 desat alarms, 7 vfib/tach alarms and 6 asystole alarms, all of which were silenced by the user. Arrhythmia analysis was turned off at 01:38:51, turned on at 01:55:21 and turned back off at 01:55:53. The risk manager stated that there was no issue with the [monitoring] equipment; they were only looking for assistance in retrieving retrospective data. She did not indicate any delay in treating the pt. The monitory alarmed for the pt's condition and the users acknowledged these alarms. No further investigation or action is warranted.